Event description:
During a heart case, a pt received a burn from the handpiece on the side of the pt's arm.

Manufacturer narrative:
From conmed's eval, it was noted that there was a hole created from a burn where the tubing and the handle connected. The device failed an electrosurgical interface test which simulates actual use. Electrical tests also showed that the energy was being emitted from the burnt hole as opposed to the tip of the electrode.